Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 27 mg/dl. Customer stated that was off sensor for a few days and they also stated blood glucose went low when they treated for the low potassium. Customer also stated low blood glucose was not due to pump issue. The customer was treated with bolus. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis..